Manufacturer narrative:
Unit received with no button response due to flattened (act and escape) button dome switch (no crease). Unable to verify prime/fill anomaly and perform self test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test due to button response.

Event description:
The customer reported via phone call that they are unable to exit the preparing to prime loop. The customer¿s blood glucose level was 115 mg/dl. The customer also reported that they cannot complete the rewind and fill tubing process. Customer states they did not receive second series of beeps nor did numbers appear on the screen. The customer was advised to revert to back up plan. The device will be returned for analysis.